Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided anti-tachycardia pacing (atp) that accelerated the patient's ventricular tachycardia (vt) to ventricular fibrillation (vf). An appropriate shock was then delivered, and the rhythm was converted. No additional adverse patient effects were reported. This crt-d remains in service.